Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened act button dome switch. The displacement test could not be performed due to the unresponsive button. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner and a missing end cap sticker.

Event description:
The customer reported receiving a button error alarm from the insulin pump that could not be cleared with the esc and act buttons. Customer stated he was skiing with the device in his pocket leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 140 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.